Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that beginning on an unknown date the patient had not been getting good efficacy with pain relief and a catheter revision was performed. During the revision it was hypothesized by the hcp that the cause of the lack of pain relief was because the catheter was in an anterior placement at t5 and they wanted to move the catheter posterior. It was reviewed with the caller that the catheter could be "pulled down" or a new spinal end could be place, but it should not be manipulated with a stylet. No further complications have been reported as a result of this event.